Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that the product (19211) would "decompose" while in use on a patient in (B)(6) 2022. The patient experienced recurrent bleeding which occurred repeatedly since the beginning of 2022, sometimes with a significant drop in saturation. The cause of the bleeding could not be found. The patient expired on (B)(6) 2022. The cause of death was listed as an acute massive endobronchial/endotracheal hemorrhage during long-term home care ventilation. Additional information from the customer stated that "the filters were changed according to the specified period, some daily, some weekly, some monthly". Per the IFU, the filters have a maximum use of 24 hours and therefore need to be changed every 24 hours. See associated MDR 8040412-2023-00002.

Manufacturer narrative:
(B)(4). Complaint reported that "the customer was informed that the product recall was initiated due to reported events of splitting of the filter, not because of "decomposition". She confirmed that she did not experience any splitting but insists that the filters would " decompose". Exact details could not be provided". Since the lot number was not provided, we could not identify if the affected lot is under scope of eif-000513. There was no sample returned for this complaint and no photo provided for further examination. Therefore, investigation could not be conducted. Since there was no sample returned for this complaint therefore, a sample from another complaint was used as reference since the product code reported are similar. Two pieces representative samples were received. The samples were closely examined by visual inspection. In current manufacturing pr ocedure, 100% leak testing during assembly process, sampling pull test and 100% visual inspection at packing area are conducted. Thus, any defective products will be culled out during this process. This complaint is not confirmed since there is no product returned. There was no sample returned for this complaint therefore, a sample was used as reference. No issue found on reference sample. As per manufacturing procedure 100% leak test, visual inspection and sampling drop test are conducted. Thus, any improper assembled product will be culled out and will not be released for shipment. Hence, this complaint could not be confirmed. Since the lot number was not provided, we could not identify if the affected lot is under scope of eif-000513. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that the product (19211) would "decompose" while in use on a patient in (B)(6) 2022. The patient experienced recurrent bleeding which occurred repeatedly since the beginning of 2022, sometimes with a significant drop in saturation. The cause of the bleeding could not be found. The patient expired on (B)(6) 2022. The cause of death was listed as an acute massive endobronchial/endotracheal hemorrhage during long-term home care ventilation. Additional information from the customer stated that "the filters were changed according to the specified period, some daily, some weekly, some monthly". Per the IFU, the filters have a maximum use of 24 hours and therefore need to be changed every 24 hours. See associated MDR 8040412-2023-00002.